Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced swelling, inflammation and infection in the penis. A surgical procedure was performed to remove and replace the device. Upon explant, no device issues were identified. The physician does not believe the device caused or contributed to the infection. The patient was treated post-operatively with antibiotics. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced swelling, inflammation and infection in the penis. A surgical procedure was performed to remove and replace the device. Upon explant, no device issues were identified. The physician does not believe the device caused or contributed to the infection. The patient was treated post-operatively with antibiotics. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. No visual damage or abnormalities were noted, and no leaks were identified in the component; however, the pump did not pass inflation and activation testing during the functional inspection. Both cylinders were visually inspected, and leak tested. Visual examination of the first cylinder revealed a tool mark in the proximal end of its body, consistent with explant damage. No leaks were found. The second cylinder passed all testing, no damage or abnormalities were noted, and the cylinder passed leak testing. The reservoir was visually inspected, and leak tested. No damage or abnormalities were noted, and no leaks were identified in the reservoir. The reported patient symptoms of swelling, inflammation and infection are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.